Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient was charging the implant today and got system problem rm03. Patient also reported they had been having issues where the part that you put on your tummy to charge and to change the program had been heating up. The issue started a couple of months ago. Pt mentioned they were able to bring stim down before rm03 appeared. A replacement recharger telemetry module (rtm) was sent out. Pt mentioned they did not return previous product back to repair. Reviewed to return back. Pt also mentioned it was not constructive for pt to go look anything up on the computer trying to search for info. Adding to the note that pt also mentioned they were having a spine pain. Pt called back stating they got a carrying case but not the rtm. During call it was determined they were sent a rtm but did not look properly to find it in the case. Pt noted that the reason why it took longer than 5 days to return the old equipment was because they had emergency surgery on a massive tooth infection.

Manufacturer narrative:
H3: product ID: 97755; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.